Manufacturer narrative:
(B) (4). Evaluation summary: this type of failure may occur if the helmet is removed from the glenosphere in a manner not consistent with the method described in the surgical technique. The instrument is designed to hold the glenosphere securely via the tabs. Excessive impact or bending loads placed on the tabs may cause this situation. The exact cause cannot be definitively determined. As returned, one of the tabs on the shoulder is fractured an a small portion is missing. The fracture occurred during insertion. Manufacturing documentation was reviewed an no anomalies were noted. Part had a potential field age of approximately 21 months at the time of failure.

Event description:
It was reported that while removing the glenosphere from the helmet, the lip of the helmet broke off.